Manufacturer narrative:
Additional information has been requested from the field. This report will be updated upon its receipt.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement that occurred shortly after initial implant several years prior. No further information is available at this time. No additional adverse patient effects were reported. This product is no longer in service.